Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The cause of the reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
The customer reported that the speaker is not functioning. There was no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.